Event description:
It was reported that the pump touch screen was unresponsive and black. There was no adverse impact to customer¿s blood glucose level. Customer declined additional troubleshooting therefore no additional information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.